Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio2 meter. Results as follows: date: (B)(6) 2011, inratio: 1.3, lab: 3.6. Date: (B)(6) 2011, inratio: 1.0, lab: 3.2. Date: (B)(6) 2011, inratio: 1.0, lab: 3.7; date: (B)(6) 2011, inratio: 1.0, lab: 3.7. Pt self tester started using the inratio meter on (B)(6) 2011. Pt is a nurse. No dosing has been made based on the meter results.